Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a faulty freestyle libre 2 sensor that failed to read and it detached prematurely. No further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.